Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed the self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. However, the device was unable to prime the unit during the priming test due to faulty force sensor resistor. There was no missing segments or partial display. The insulin pump was received with broken battery tube threads, missing end cap sticker, cracked reservoir tube and minor scratches on the lcd window.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was 64 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised a piece of the battery compartment was missing. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.